Event description:
It was reported to boston scientific corporation in 2008 that a combo cath wire-guided cytology brush was used during a biopsy procedure performed in 2008 (patient gender, age and weight are unknown). According to the complainant, "it was attempted to remove the device after biopsy. However, the device got stuck at 2cm proximal to the proximal jag tip and they were unable to remove the device. Force was applied, but they were still unable to remove the device. The device was removed by cutting off the guidewire."the procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device found that the guidewire tip was still inside the distal end of the catheter. The piece of guidewire could not be removed by hand. There was residue on the guidewire tip inside the catheter. Pliers were used to remove the guidewire tip from the catheter. The residue was still stuck to the guidewire after removal from the catheter. The inner diameter of the distal end of the catheter which included the area of the radiopaque marker was pin gauged and found to be 0.037 inches which would indicate that interference would have occurred with the residue coated guidewire. A final functional evaluation found that a clean 0.035 inch guidewire could be passed through the tip of the catheter without issue. The customer complaint was confirmed. The cause of the reported malfunction is undetermined; it is likely attributable to operational context since dried contrast residue became lodged between the guidewire and guide channel of the catheter not allowing the guidewire to be fully withdrawn. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.